Manufacturer narrative:
Block a: no report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The unit was returned to service. No parts were replaced.

Event description:
The hospital reported that, during a case, the display went blank. The clinician switched to manual mode of ventilation and cycled power on the machine. The case was continued with no further reported complaint. There was no report of patient involvement.